Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary. Photo investigation: the device was not returned. A photo-investigation was performed on the images. Upon inspecting the images provided, the screw was observed to have migrated post-operatively. The reported complaint condition of broken screw however cannot be confirmed from the provided x-ray images. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the overall complaint is being confirmed during photo investigation as the screw was observed to have migrated. However, the broken screw complaint condition cannot be confirmed from the provided images. The root cause for the reported issue cannot be determined from the available information. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot. A DHR review could not be performed as the device part and lot number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown cortex screw/unknown lot. The potential part number of the device is reported as 214.8xx. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent a removal of variable angle (va) condylar plate construct due to nonunion and a broken screw. There was a delayed healing noted. The procedure was successfully completed without any surgical delay. Patient status is unknown. This report is for (1) unknown cortex screw. This is report 1 of 1 for complaint (B)(4).